Event description:
On (B)(6) 2022 nalu became aware of an infection and subsequent explant. Patient had the nalu peripheral nerve stimulation (pns) system implanted on (B)(6) 2022 and subsequently developed an infection at the incision site. The system was explanted on (B)(6) 2022, at which time nalu was informed of the incident.